Event description:
Information was received from multiple sources, regarding a patient implanted with a neurostimulator (ins). It was reported that the patient was seeing the "settings not available (59)" message on their controller. The "settings not available message (59)" first started about 2 days ago, but were able to correct it, then they couldn't find their controller for about a day and when they did find it, the controller was in the red as far as charging. During the call, agent explained the message meaning with patient and walked patient through changing groups and intensity. Patient switched from group c to group b and stated that the same message came up. Patient then switched to group a and confirmed that they could feel stimulation on group a. The issue was not resolved. The rep reported that pt had loss of stimulation. Pt was getting out of range. Contacts #6 40000, #7 40000, high impedance. Rep programmed around and did not use those electrodes.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2022: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.